Event description:
The customer reported having issues with high blood glucose. The glucose level was 238mg/dl at time of call. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.